Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 430 mg/dl at the time of incident and 200mg/dl at the time of the call. Customer treated with a bolus. Troubleshooting found that the drive support cap was loose and not recessed into the unit. Customer indicated that they were recently in the hospital for a stroke and their blood glucose was 135mg/dl when admitted. Customer indicated that the pump may have possibly been worn in or around an MRI machine. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.